Event description:
According to the reporter, on (B)(6) 2021, the catheter was placed successfully and so were the first couple of dialysis sessions. On (B)(6), 2021, during dialysis, there was a leakage detected at the place where the two catheter parts/sides were clicked together - leak between two white pieces. The catheter was repaired. Tego was not utilized. There was no luer adapter issue. No defects/damages were found on the product where the leak was observed (crack, cut, etc.). Iodium alcohol and sterile drapes were used to treat the insertion site during dialysis. No other products were being utilized with the device. The patient was not responsible for any type of catheter maintenance (cleaning, dressing changes, etc.) And the patient was not using any type of cleaning agent or antibiotic on the catheter as these were both being done by nurses. It was said that there was an unspecified amount of blood loss during dialysis. The catheter was only repaired a couple of days later, with a similar catheter (same product ID and lot number). It was said that the dialysis was only restarted when the catheter was repaired, nothing unusual was observed and treatment was said to be c ompleted. There was no reported patient injury.

Manufacturer narrative:
Additional information: a2, a3, a4, b5, g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the image depicts a computer copied drawing of the device in sections along with a pen diagram. It was reported that the bifurcate was cracked, broken or leaking. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2021, the catheter was placed successfully and so were the first couple of dialysis sessions. On (B)(6) 2021, there was a leakage detected at the place where the 2 catheter parts/sides were clicked together. The catheter was repaired. There was no reported patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.